Event description:
It was reported that the patient with this pacemaker had exhibited pocket erosion. The device was visible on the site. All available information indicates that, as of this time, the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.